Manufacturer narrative:
(B)(4). The complaint device has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with lithotripsy procedure in the kidney performed on (B)(6) 2015. Reportedly, the laser unit was set to 2.5j x 20hz. According to the complainant, during the procedure, the laser fiber was able to fragment the first stone successfully, but had minimal efficacy on the second stone. The aiming beam was noted to be weak. Reportedly, the laser fiber connector overheated and burned the operator¿s fingers as she tried to twist it off. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.